Manufacturer narrative:
The medium-large clip applier instrument was not received for failure analysis investigations as the customer reported there were no product issues with this instrument.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the patient had a postoperative complication of a large biloma due to cystic duct stump leak requiring an open re-operation at 10 days post-operation. The da vinci assisted procedure was completed as planned with no intraoperative complications. It was reported during the reoperation that the clips were fully clamped onto the duct and anatomy they were applied to during the index procedure. However, a part of the duct was outside of the reach of the clip. The surgeon reported that this event was caused by abnormal patient anatomy, in the form of a large cystic duct, and not a malfunction with the medium-large clip applier instrument or the clip(s) applied. The surgeon specified during the reoperation that the clip(s) were still applied to where they had been applied during the original procedure. The clip(s) were not opened, loose, or off of the anatomy. Rather, there was part of the duct that was not clipped during the index procedure which led to this complication. The duct was ligated during the open reoperation. The patient had an additional complication which required an endoscopic retrograde cholangiopancreatography (ercp) with stent placement at 13 days post-operation. At 18 days post-operation the patient underwent a second ercp procedure. The surgeon states the patient has been discharged home and is doing well.